Event description:
During the procedure, the seven french balloon dilator, a cook urethral dilation balloon catheter with open tip, failed while in use by the surgeon. The surgeon stated he inflated the balloon to six atmospheres and it would not stay inflated. The device was removed from the field and replaced with another device, which worked without incident.